Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 90% stenosis located on the rca. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that when the stent exited the guide catheter it was unable to cross the lesion and became hung up on the calcium, the stent was removed from the patient, upon removal it was observed that stent deformation occurred with a strut of the stent becoming lifted. The procedure was completed using a shorter stent. The patient is reported to be alive with no injury in relation to the resolute onyx stent.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Slight bends are evident on the shaft of the device which are consistent with coiling of the device for return. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.